Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 519 mg/dl at the time of incident. The customer¿s other blood glucose level was 539 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivery. The customer also reported that drive support cap appears to be normal. The customer was assisted with troubleshooting. Customer also reported that insulin exited at the quick release. The insulin pump will not be returned for analysis.